Event description:
Trauma diagnost was brought into lateral position by radiation technician. After positioning stand and setting up for exposure, trauma diagnost cassette-tube arm rotational latch assembly released without activation causing cassette arm to rotate onto bedside and then patient. Patient was struck in the abdomen area. There was no evidence that the patient was injured by the arm striking them. However, since the patient had many injuries from their accident it was not totally possible to detect any new injuries from the arm.